Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer would not power up. It was also noted on analysis that the emergency button vvi was not responding, the stylus was missing, the hinge cover plate was cracked, the handle was cracked, the bullets (lower left and right) were broken, the media door was damaged and the paper tray was empty. Full software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer returned for repair and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.